Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient failed to charge the device as recommended. In turn, the patient¿s ipg was deemed inoperable. As result, surgical intervention took place, wherein the ipg was explanted and replaced to address the issue.